Event description:
It was reported that a patient implanted with an impella cp experienced suction. The pump was explanted. The patient is in stable condition.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was received from the customer for evaluation. Upon completiong of the investigation, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the device was returned for evaluation. Pump suction: the pump was returned for investigation. Significant biomaterial was found on the impeller. No other physical damage was noted. The pump was then started in a bucket of water, with reproducible low flow and suction alarms. Biomaterial was flushed out during the test run, and after that, the pump was able to run per specification. Data log was not provided for the reported suction incident. Clinical details indicate that after repositioning, pump suction was noted at all p-levels. The left ventricle was filled, no lack of volume was reported, and right ventricular function was normal. Purge flow and purge pressure were normal and unchanged, and motor current was damped but not elevated, remaining within range. The patient remained stable with low-dose norepinephrine and was well recovered prior to explant. The cause of the suction issue was most likely related to biomaterial, based on returned product investigation. Device history review the pump passed all post sterile inspection checks.